Event description:
It was reported that during a laparoscopic low anterior procedure, the gun did not fire the staples correctly. The staples malformed. The case time was extended by 30 min and the pt had to be opened. Blue cartridges were then used.